Manufacturer narrative:
The product was not returned. The customer indicated the use of an unqualified cartridge. The lens model is only qualified for use in specific cartridges. The customer indicated that the use of a handpiece and viscoelastic, which are qualified for this lens with any of the qualified cartridge combinations. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/ cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure a tear was found on the central portion of the lens. The lens was removed and a new lens was implanted without further issue. The patient is reported to be doing well. Additional information has been requested.